Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. Device evaluation: the product was not returned to the manufacturing site for evaluation; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zkb00 22.0 diopter intraocular lens (iol) had to be removed from the patient's left eye because the haptic was ripped upon insertion. There was no surgical intervention required. Through follow up it was reported, the patient's eye affected area feels improvement and is doing well. The patient's vision is blurry, and improved. The patient experiences no diplopia. The condition's severity is none. Customer also indicated that the lens was not available for return. No additional information was provided.